Manufacturer narrative:
Explant date: (B)(6) 2016. Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 16044580/ 16126973. Model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had not received adequate pain relief. The patient underwent an explant procedure. No further information could be obtained.